Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor saline smooth breast prostheses, suffered spontaneous left breast implant deflation and right breast capsular contracture (baker grade I-ii), post-procedure. The patient initially noticed the deflation and then came in for physical examination. The capsular contracture on the right breast was identified during the explantation surgery on (B)(6) 2020. Subsequently on the same day, the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3544450 lot: 7299710 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3544450 lot: 7455312 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On december 16, 2020, the mentor failure analysis lab received the device for evaluation. On december 21, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).